Manufacturer narrative:
There are two occurences with this complaint. The first occurence is documented with MDR #: 2245270-2025-00149. The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Connection site cracked, leaking, came apart it was removed and replaced with similar product.